Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the programmer would not turn on. Though technical services offered some suggestions nothing resolved the issue. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: at analysis it was noted that the device did power up, however the display flickered and then faded and the display cable was reseated and this resolved the issue. The software was reloaded and the device then passed all functional, safety and systems tests.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.